Event description:
The customer reported that dark droplets came out of the evis exera ii ultrasound gastrovideoscope after being flushed. The issue occurred when preparing the scope for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the bending cover was leaking. In addition, evaluation found the scope body was scratched, the bending section cover was cut and leaking, the bending section cover glue was cracked, the scope cover had minor scratches, the scope cover logo was missing the logo and customer label and the control body had fluid, but was dry with no corrosion after aeration. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: warning: never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device.